Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. Upon interrogation a check shock lead message was observed. No out of range measurements were observed. Boston scientific technical services (ts) discussed device function and requested a save to disk to evaluate this situation. No adverse patient effects were reported. Disk analysis revealed that the shock impedances started to varying in may; however, the exact out of range measurement was unknown. Troubleshooting options were provided. Additional information suggests that no additional testing will be performed at this time. The patient will be related in approximately three months. This product remains in-service.

Event description:
Additional information indicates that this system continues to have high out of range shock impedance measurements. The patient is to be re-evaluated in approximately three months. No adverse patient effects were reported. This product remains in-service.